Event description:
It was reported that the patient underwent a posterior lumbar interbody fusion to treat spinal canal stenosis. It was found on a CT scan that the setscrew migrated one week post-op. The patient underwent a revisions surgery to replace the setscrew with a new one. The migrated setscrew had not been broken off. No patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Device history records for these lots were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Manufacturer narrative:
Set screw location within construct unknown. Threads do not show evidence of cross threading. Break-off portion of set screw not broken off, suggesting, design intent break-off torque not achieved during implant construct assembly. Microscopically examined set screw rod interface node and surface. Set screw rod interface node height and morphology of node deformation are atypical of full and proper tightening. Node deformation height at center) significantly different than typical bench tested samples. The above observations indicate set screw may not have achieved design intent break-off torque not achieved during implant construct assembly.